Manufacturer narrative:
The intra-aortic balloon catheter was returned for evaluation on 01/17/2014 and sent for decontamination prior to testing. Visual examination of the device revealed two kinks; one on the catheter tubing near the y-fitting and the other within the membrane on the inner lumen approximately 26.7cm from the iab tip. A 4psi underwater leak test was performed on the returned device and no leaks were detected. The iab was then placed on the cs300 pump and pumped for one complete autofill cycle (2 hours). The iab pumped normally with no alarms being triggered. We are unable to determine how or when the kinks in the inner lumen and catheter tubing occurred; however, a kink I the catheter gas passage could restrict helium flow and trigger a "check iab catheter" alarm as reported. In addition to visual and physical testing, device history records were reviewed and no non-conformities were found which could have caused the reported issues.

Event description:
On (B)(6) 2014 an intra-aortic balloon (iab) catheter was inserted and pumping correctly. The pt was then transferred to the critical care unit. Approximately 5 hour later, the nurse notified the physician that the iab was not pumping. The pump was sounding a "check iab catheter" alarm and no inflation or augmentation pressure was noted. The physician removed the iab and the pt was transferred to another facility. It was reported that the pt expired two days later.